Event description:
The customer reported to olympus, the balloon channel and suction channel on the ultrasonic gastrovideoscope were filled with debris and could not be cleared. The issue was detected at reprocessing. It was unknown if the unknown debris occurred in the previous procedure. After the debris was detected, the scope was not used in a subsequent procedure. No patient injury or procedure impact was reported.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issues were confirmed. The water balloon and suction balloon were clogging due to a reprocessing issue. The bending section cover glue had a crack. The ultrasound image had one (1) full broken element. An additional malfunction was identified. The balloon brush did not pass at the tip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the foreign material exited the air/water channel and that the balloon channels were clogging due to insufficient reprocessing. It was not possible to identify the foreign material and what was stuck in the balloon pipeline. However, a definitive root cause could not be determined at this time olympus will continue to monitor field performance for this device.